Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing. Technical services (ts) was consulted and discussed available programming options in order to ensure therapy delivery. This ICD remains in service. No adverse patient effects were reported.